Manufacturer narrative:
No unexpected no delivery alarm noted during testing. The pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. The pump had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was in 400's mg/dl and current blood glucose is 371 mg/dl. The customer's blood glucose this morning was 599 mg/dl and later it was 475 mg/dl, 458 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with bolus with the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump failed high pressure test. The insulin pump will be returned for analysis.